Event description:
It was reported that stent dislodge occurred. The target lesion was located in a very tortuous artery. A 3.50 x 28 synergy drug-eluting stent was advanced, but failed to cross the lesion. It was noted that the stent sheared off the balloon, and was recovered in the guideliner. No further information available.